Event description:
Facility reports that as a physical therapist was moving an IV pole in a patient room that has a bariatric overhead system, installed, she inadvertently caught the pole on the motor strap and the sling bar pulled out of the wall mounted parking panel and hit her in the head. Therapist was treated for blunt head injury and contusion.

Manufacturer narrative:
(B)(4). This MDR is part of a retrospective review in accordance with CAPA activities.